Event description:
Info received indicates that after four years service life, during angiography the pt arrested twice due to suspected valve thrombosis. Following resuscitation, the clot was successfully lysed and the peak gradient returned to normal. Hcp reported the pt is currently stable and doing well. Device remains implanted.